Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged while attempting to monitor a pt the device inappropriately powered off and then back on. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.